Event description:
This companion external battery was not in use by a pt. The customer at (B)(4) reported that the companion external battery could not be charged. Several attempts to charge the battery were unsuccessful. The companion external battery will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.